Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and the stylet inserted. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement, high pacing thresholds or perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. Resistance testing determined the lead was electrically continuous and pressure test determined there were no abnormalities in the lead body.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, was found to have dislodged and perforated the heart wall of the patient shortly after implant. Additional information stated the diagnosis of perforation was presumptive. The physician stated the lead appeared to be through the right ventricle and into the pericardium based on fluoroscopy, but was never definitively confirmed. The rv lead was explanted to solve the issue and an alternate lead was implanted without issue. No additional adverse patient effects were reported.